Event description:
Additional information from the consumer reported the patient had not notified her managing physician about the fall and suspected migration of the lead because her physician had moved. The circumstances that led to the issue included the patient trying to increase her activity and she was knocked down by one of her dogs. The patient needed to contact her rep to reprogram as her system or therapy was not working in the areas she needed it to. No steps had been taken to resolve the issue about the fall and suspected lead migration. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported she was not getting relief like she wanted from the therapy. At the time of the report, the patient could hardly tell the stimulation was on. The patient had more pain on the right side down her butt cheek and leg. She had to go up to 7 volts on her machine. There was a fall that could have been related to this issue. The patient had a fall over a month or so prior to the report and her healthcare provider (hcp) felt her lead moved after doing an MRI or x-ray 2 weeks prior to the report. The hcp said there was nothing they could do at the moment except for pain medication or the implantable neurostimulator (ins). Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.